Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that filterwire was broken. The target lesion was located in the carotid artery. A filterwire ez was selected for use. During the procedure, when the device was deployed, it was noted that the filterwire was broken and the entire unit had to be removed. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. A visual inspection revealed that the protection wire returned detached and the protection wire exiting delivery sheath was found split/torn. A dimension inspection revealed that the outer diameter (od) at the proximal section, at the middle, and at distal section are within its specification.

Event description:
It was reported that filterwire was broken. The target lesion was located in the carotid artery. A filterwire ez was selected for use. During the procedure, when the device was deployed, it was noted that the filterwire was broken and the entire unit had to be removed. There were no patient complications reported and the patient's status was stable. It was further reported that there was no additional intervention done to remove the device from the patient's body.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that filterwire was broken. The target lesion was located in the carotid artery. A filterwire ez was selected for use. During the procedure, when the device was deployed, it was noted that the filterwire was broken and the entire unit had to be removed. There were no patient complications reported and the patient's status was stable. It was further reported that there was no additional intervention done to remove the device from the patient's body.